Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sore') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), back pain ("lower back hurting/ hurt to move"), burning sensation ("burning sensation on right side") and hypoaesthesia ("don't have feeling on right side"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the bladder disorder, back pain, burning sensation and hypoaesthesia outcome was unknown. The reporter considered back pain, bladder disorder, burning sensation, hypoaesthesia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: sore, bladder problems, lower back hurting, burning sensation on right side and don't have feeling on right side. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sore') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), back pain ("lower back hurting/ hurt to move"), burning sensation ("burning sensation on right side") and hemianaesthesia ("don't have feeling on right side"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the bladder disorder, back pain, burning sensation and hemianaesthesia outcome was unknown. The reporter considered back pain, bladder disorder, burning sensation, hemianaesthesia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: sore, bladder problems, lower back hurting, burning sensation on right side and don't have feeling on right side. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.